Event description:
It was reported that the patient came into the emergency room experiencing shortness of breath and chest pain. The patient had an x-ray and CT scan which showed the right atrial lead had perforated the lateral wall of the right atrium. The patient did have a pericardial effusion. The patient was scheduled for a pericardiocentisis and atrial lead replacement. The procedures were preformed without incident. The patient remained stable throughout.